Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). The lesion was predilated with a 2.5x20mm maverick balloon and then a 2.25x32mm taxus liberte atom stent was advanced to the rca but was unable to cross the lesion. While the physician was attempting to retract the device back into the 6f fr4 wiseguide guide catheter withdrawal resistance occurred. The physician attempted to remove everything as a unit; however, the device still would not retract back into the guide catheter and the stent dislodged from the stent delivery system (sds) in the femoral artery. Using fluoroscopy it was found that the dislodged stent had migrated to the right superficial femoral artery in the leg. The physician determined that it would be best to leave the stent in the patient rather than perform a complex retrieval procedure which could cause more vascular trauma. The procedure was successfully completed by implanting 3 taxus stents in the rca. No additional patient complications were reported with the patient¿s current condition listed as ¿stable¿.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).